Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation. It was also reported the patient was unable to establish communication between her ipg and charger. A replacement charger was sent to the patient which did not resolve the issue. Follow-up information revealed the sjm representative met with the patient and was unable to establish communication between the patient's ipg and external devices. The patient's programmer also reflects a communication error. Subsequently, the patient will undergo surgical intervention as the next course of action. The event date is unknown.